Event description:
Sequential compression devices (scds) are used as a part of our prevention strategies for dvt/pe (deep vein thrombosis/pulmonary embolism). In patients where there are contraindications to pharmacologic prophylaxis, it is their only defense. As such, we have put a great deal of energy lately into improving compliance with scds, and have done a lot related to nursing education. The hospital has a committee that specifically oversees applications and usage of scds.it recently came to our attention that many outside online medical references, such as "mosby's" ( to which our nursing often refers) state different contraindications to scd usage than what we as a committee feel is most appropriate and safest for our patients. To complicate matters further, the model we currently use also has a list of contraindications in the manual/package insert that do not agree with our committee's judgment for true contraindications. We have a list of what is "the right thing to do," from a sound medical perspective, that disagrees with multiple published sources, and therefore we are hesitant to move forward with an institutional policy that could put our organization or individual providers at risk medico-legally.for example, many of these resources state that "known or suspected acute dvt" is a contraindication which is not supported by the science. One of our vascular surgeons stated "it's not like the leg with a clot is like a tube of toothpaste where we could squeeze it out!" This recommendation harkens back to the days when we prescribed strict bed rest for patients with acute dvt, and medical care and our understanding has evolved significantly since then (though many still hang on to some old beliefs). Today, we never limit a patient's ambulation with acute dvt. In fact, ambulation is the cornerstone, and ambulation causes significantly more pressure within the calf veins than scds would. Similarly, standard of care is to prescribe compression stockings to be worn immediately after diagnosis, for two years duration, for all hours except sleeping. The strength recommended is 30-40mm hg, and our flowtron scds are set to 40mmhg pressure intermittently. Shockingly, the manufacturer and mosby's have left off two of the most critical contraindications such as compartment syndrome or fracture of the affected extremity.here is the committee's proposed list of contraindications:1) severe peripheral vascular disease abpi (ankle brachial pressure index) < 0.5. 2) class IV chf (congestive heart failure) (use with caution in class iii chf without volume overload).3) compartment syndrome of the affected extremity.4) fracture of the affected extremity.5) local conditions such as: gangrene, recent skin graft, or open wound of the affected extremity.our committee is faced with the dilemma: do we "do the right thing" medically for our patients, understanding we might invite controversy and need to defend our position? Or do we need to stick to the manual/package insert on this in order to protect the hospital and our providers from litigation?our position is always to do what we believe is the right thing for our patients. To know that there is a deficiency in the accepted protocol that may put patients at risk, and not bring this information forward, is a serious omission. Currently there is a diversity of opinions for usage and contraindications between manufacturers' recommendations, online resources, and literature. It is for this reason that we are writing today, to bring attention to this divergence in product usage, with the intention of correcting the recommendations. We are requesting the attention of the FDA and the manufacturer(s) in addressing these issues as soon as possible.